Event description:
It was reported that there was t-wave oversensing (twos), considered to be possibly due to a systemic infection and perhaps dehydration. The ventricular sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (B)(6) 2009. (B)(4). Lead remains in use.